Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360 generated an over delivery. We may have a pump issue with it either administering too much or double counting. This is the scenario: intravenous (IV) plum 360 pump programmed and running at 30ml/hr; patient IV is the right forearm, 22 gauge. The patient was in the chair with mom being helped and the pump was above the patient during this administration of IV fluids from 1000-1200. When the registered nurse (rn) went to clear the IV pump @ 1200 the volume on the pump infused to the patient is listed as 122.9ml, this should only have infused ~60ml/hr. Two previously cleared timeframes (every 2 hours) @ 0800=54.3ml & 1000=57.7ml. There is no secondary tubing hooked to the setup at all. Only primary tubing with a liter bag and no additional fluid has been programmed during the 2-hour time frame. The pump was removed from the patient. There was patient involvement and no reported human harm.

Manufacturer narrative:
On 11/22/2022 downloaded cda logs and sent them for analysis to r&d. On 11/22/2022 device passed the self-test. The device passed the volume accuracy test with results being 20.05 ml. 99.75% accuracy. Programmed device to run customer¿s protocol gathered from the event description. The drug selected is intravenous (IV) fluids. Programmed on line a only. Rate = 30 ml/hr volume to be infused (vtbi) 60 ml/hr for a duration of 2-hour intervals. The device delivered 59.24 ml in 2 hours. Accuracy of 98.73%. Within the tolerance of the device. Note device default settings have the device in rate instead of kvo. When a device is set to rate as the default, the device keeps delivering fluid even if the desire/programmed vtbi is met. Thus, not able to confirm the customer¿s complaint of an inaccurate over-delivery. A probable cause for this complaint was not found. By calculation, the infusion from 10:17:25 till 11:52:28 (which seems to match the complaint details most closely, infused 46.3 ml over an actual time spent infusing of 1:34:03. At 30.0- ml/hr, this time should have infused 47.0 ml. Thus, the delivery accuracy was 0.7 ml out of 47.0 ml expected = 1.5% (which is well within the design tolerance of +/- 5.0%). Looking at the entire infusion since 10/20 @ 17:57, we have 535.2 ml delivered over 17:46:26 actual time spent infusing which, at 30.0 ml/hr works out to the expected delivery of 533.2 ml. Thus, the delivery accuracy was 2.0 ml out of 533.2 ml expected = 0.4% (which is also well within the design tolerance of +/- 5.0%). I see in the photo ¿ed complaint (attached) that they report the volume infused on the IV pump @ 12:00 as 122.9 ml. This value was not shown in the pump logs. Device ln 30010-04-83 sn (B)(6). A probable cause for this complaint was not found.